Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
An application defect in the servicing database was internally identified, which resulted in a voluntary 5-year retrospective review (2019-2024) of database data; this report represents a reportable event identified during the course of this review. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during surgery an ophthalmic operating system cutter appeared to be suctioning but not cutting and the patient experienced two retinal tears in the eye (unknown). The other procedure details have not been provided. The status of the patient was unknown. No further information expected as customer was unwilling to provide.

Manufacturer narrative:
Additional information was provided in sections d.9., h.3., h.6., and h.11. The company representative was able to replicate the reported event. A nonconforming component on the vitrectomy valve was replaced to address the issue. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed and a potential contributing factor to the reported complaint was identified. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. The root cause of the reported event is attributed to a nonconforming component on the vitrectomy valve. Manufacture will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).